Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting the device too close to the targeted nerves, migration, and puncturing bone or tissue inadvertently during the procedure have been ruled out as potential causes. However, no deficiencies of curonix products have been reported. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the stoke is unknown. Therefore, conclusion has been selected as no problem/fault found and the provided information does not evidence that the curonix device contributed to the reported issue. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient had a stroke and was admitted to the hospital. No alleged deficiencies were reported with the patient's devices or their function.

Event description:
The patient had a stroke and was admitted to the hospital. No alleged deficiencies were reported with the patient's devices or their function.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting the device too close to the targeted nerves, migration, and puncturing bone or tissue inadvertently during the procedure have been ruled out as potential causes. However, no deficiencies of curonix products have been reported and the cause of the stroke is unrelated to the curonix devices. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the reported issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.